Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, and a review of the alarm log were performed. A damaged power cord was found during visual inspection. The cause of the damaged power cord was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.